Manufacturer narrative:
Reporter phone # (B)(6).

Event description:
Customer reports while not in use the device unable to start. No reports of harm/injury to patient or user. Investigation is ongoing,

Manufacturer narrative:
During follow up with the key market (km), it was reported that the customer refused to have the device repaired. No further details were provided. Insufficient information is available to determine the resolution of the event. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.